Event description:
Customer's father stated that the insulin pump over-delivered insulin. The customer received 20 units of insulin and had a low blood glucose event. The paramedics were called and transported customer to hospital. The blood glucose reading rose to 3.5 mmol/l. The current blood glucose reading is 6.7 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. Unable to confirm insulin pump history and confirm unexpected bolus due to alarm in alarm history. Alarm due to corrupted history files. Intermittent motor error alarm during rewind due to light corrosion on motor home switch. Dried insulin noted on motor slide. The insulin pump passed displacement test. Unable to perform excessive no delivery alarm test and occlusion test due to motor error alarms. Cracked reservoir tube lip, scratched display window and scratched keypad overlay noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.